Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error-other critical pump error, the insulin delivery was stopped, pump was not working properly. The customer reported blood glucose value of 425 mg/dl. The customer reported hyperglycemia and hyperglycemia treated with insulin pump. The event involved product(s) mmt-1884l, mmt-244a, mmt-342. Troubleshooting was not performed for high blood glucose event. Customer reported a critical pump error other than the open book image error or critical pump error 24. It was unknown whether the customer used the insulin pump system within 48 hours of the reported event or not. It was unknown whether the auto mode feature was active at the time of the event or not. No further patient complications were reported. The customer will discontinue use of the device. Mmt-1884l was requested and customer response was the device will be returned. No product return is required for mmt-244a. No product return is required for mmt-342.

Manufacturer narrative:
The pump powered up properly after battery installation. No critical pump error (open book image) alarm noted. The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08720 inches. The insulin flow blocked alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. No unexpected insulin flow blocked alarms during testing. The trace and history files were successfully downloaded using thump. A review of the pump history file reveals on 1/11/2025 at 10:31 and 16:34 the pump alarmed pump error 24 due to the motor health check failed: the vcc voltage was not within the limits, fault isolated to the hardware. Additionally, on 1/6/2025 there were three (3) no delivery (insulin flow blocked) alarms generated. The pump was cut open for visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, force sensor, and inside the battery tube. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, cracked battery tube threads, cracked battery compartment, and pillowing keypad overlay. Insulin flow blocked alarm complaint is not confirmed. Critical pump error (open book image) alarm is not confirmed. Pump error 24 alarms found in the pump history file are confirmed due to moisture damage on the hardware. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.